Event description:
The facility reported a colleague infusion pump with a malfunction of damage. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. The user interface module software version of this pump is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has received similar reports for the reported problem.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a malfunction of "damage" was confirmed as a damaged power cord during product evaluation. The root cause of this condition was a broken/cracked power cord. The power cord was replaced to correct this condition. Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006. Should additional information become available, a follow-up medwatch will be submitted.